Manufacturer narrative:
Event conclusion reliability assurance testing confirmed premature battery depletion. Calculated longevity based on implant duration and therapy delivered was 26% of expected. During analysis, the device was accidently reset and all currents returned to normal. The root cause for the premature battery depletion could not be determined.

Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experencing premature battery depletion. The monitoring voltage has decreased at a more rapid than expected rate. The battery status is now elective replacement indicator (eri). The ICD is scheduled for explantation.